Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge leaked into the insulin chamber of the ilet, resulting in elevated blood glucose, and replacement infusion sets, cartridge kit, and a connect adapter were shipped after troubleshooting and education were completed. Symptoms included hyperglycemia with a reported level of 400 mg/dl and device alerts for high glucose, without additional symptoms. Outcomes included transient high glucose without need for outside assistance or medical intervention. Investigation included customer interview and device-use review. Investigation of this case revealed a cartridge leak associated with the cartridge and connection interface, consistent with a device component leak and infusion supply issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the cartridge and connection.